Manufacturer narrative:
For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 2 events, the integrated suction unit was replaced to resolve the reported issue. Serial numbers: (B)(4).

Event description:
This report summarizes noe 2 noe malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced suction failure. 2 events were reported for a broken connector on the suction regulator causing a loss of suction. These reports were received from various sources. Of the 2 events, 2 did not involve patients. There was no patient information available.